Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012 patient underwent the following procedures: lateral approach to the lumbar spine at l3-4. Interbody fusion at l3-4. Intraoperative neurophysical monitoring. Intraoperative use of biplanar fluoroscopy. Application of allograft bone morphogenic protein. Preoperative, postoperative diagnosis: degenerative lumbar disk disease, lumbar radiculopathy l3-4. Per op-notes: "after excellent discectomy, and explantable interbody cage provided was packed with bone graft that had been mixed with bone morphogenic protein. This was impacted between l3-4 under fluoroscopic guidance." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.